Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient has been complaining about the quality of sound with his cochlear implant for the last 2 years. Before this the patient was satisfied with the hearing performance. Re-implantation is considered. The patient has been re-implanted. It was stated in the device explantation report that the implant housing was found slightly rocked.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been complaining about the quality of sound with his cochlear implant for the last 2 years. Before this the patient was satisfied with the hearing performance. Re-implantation is considered.